Event description:
Same case as MDR ID#: 2134265-2011-06125. It was reported that during a stenting treatment procedure, stent migration occurred. The 99% stenosed target lesion was located in the mildly tortuous and mildly calcified left circumflex (lcx) artery. The physician deployed a 2.25x28mm ion stent in the distal section of the target lesion then deployed a 2.25x24mm ion stent overlapping and proximal to the first stent. It was observed that both ion stents migrated approximately 40mm proximal from the target lesion. Intravascular ultrasound (ivus) was performed to locate the migrated stents and found that the vessel diameter was approximately 4mm. The physician removed the ivus device and advanced a third ion stent 4.5mm in diameter with an unknown length. The third ion stent was deployed, holding the previously deployed stents in their current location against the vessel wall. The physician completed the procedure by deploying two additional ion stents 4.0mm in diameter with unknown length at the target lesion. No further complications were reported and the patient's status is ok.

Manufacturer narrative:
Device is combination product. Age at time of event: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).